Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue with six infusion sets as the infusion set fell off which was in use for about two days. The event occurred in between (B)(6) 2026 to (B)(6) 2026. The patient replaced infusion sets and resumed insulin successfully. No further information available.